Event description:
It was reported that this implantable cardioverter defibrillator device displayed battery depletion (bd) alert and exhibited premature battery depletion (pbd). Data analysis showed the battery appeared to be depleting more quickly than expected. Device was explanted. No additional adverse patient effects were reported.